Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. The 3.56 x 16 mm liberte' bare metal stent was unable to cross the lesion and a stent strut was lifted. The procedure was completed with another manufacturer's stent. No pt complications occurred. Patient status is satisfactory.